Event description:
It was additionally reported that the renal dysfunction was not determined to be related to or caused by the device or device therapy.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported event and subsequent patient outcome could not be conclusively determined through this evaluation. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including renal dysfunction and death, that may be associated with the use of the heartmate 3 left ventricular assist system. The current revision of the IFU can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away. The patient had renal failure that led up to the death. The patient was discharged on hospice and wished to no longer proceed with outpatient hemodialysis. The death was not considered to be device related. The device operated as expected. The device would not be returned for evaluation.

Manufacturer narrative:
Section a4: patient weight was not provided. Section e1: reporter email was not available. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.